Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative. The patient also had withdrawal. There was no rotor study or dye study performed. There was a volume discrepancy where the expected residual volume (erv) was 2.7 ml and the actual residual volume was 2.5. There was also a stopped pump period may exceed tube set message on (B)(6) 2015 at 10:59 and 11:16. There was a motor stall recovery noted on (B)(6) 2015 at 14:21; followed by another motor stall at 14:30, and a stopped pump period may exceed tube set message on (B)(6) 2015 at 14:30. The suture-less connector part of the catheter was also replaced during the pump replacement for the motor stall.

Manufacturer narrative:
Analysis of the pump revealed a motor/feed thru anomaly and shorting across the insulator.

Manufacturer narrative:
Concomitant product(s): product ID: 8709, lot# j11154r09, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider regarding a patient receiving intrathecal gablofen (concentration 2000 mcg/ml; dose 311.3 mcg/day) via an implantable infusion pump. Patient history included intractable spasticity. The patient also had a history of autonomic storming. During pump refill on (B)(6) 2015 a motor stall and low reservoir alarm were noted in the attention dialogue box on the physician programmer. The hcp checked the pump logs and the logs showed numerous motor stalls and recoveries starting (B)(6) 2015. The last motor stall was (B)(6) 2015 at 1103 and had not recovered. The patient's caregivers noticed that patient had jerking, jittering, with no clonus that started the week prior in (B)(6) 2015. The patient had not recently had magnetic resonance imaging (MRI). The hcp did not believe there had been an electromagnetic interference (emi) or magnetic interaction. The pump was replaced on (B)(6) 2015. Patient outcome was unavailable at the time of the report. Additional information has been requested but was not available at the time of this report.